Manufacturer narrative:
B5: information added h6: patient codes corrected from cardiac perforation, low blood pressure/hypotension, arrythmia, pericardial effusion, cardiac tamponade, to no clinical signs symptoms or conditions h6: impact code corrected from additional device required, resuscitation, blood transfusion, intensive care, hospitalization or prolonged hospitalization, to no health consequence or impact.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was aborted. A concomitant pulse field ablation (pfa) with faradrive, and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. During sheath exchange to the watchman trusteer access system (was), the patients blood pressure abruptly dropped to 39mmhg and became unreadable. Tee imaging revealed a new pericardial effusion (pe) on the left side that had not been present on prior ice imaging. A perforation was suspected in the laa. The patient subsequently developed pulseless electrical activity (pea), and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation (rosc) was achieved after approximately sixty (60) seconds of CPR. A pericardiocentesis was performed, and approximately 350cc of blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed for ongoing monitoring. The patient remained hemodynamically stable following intervention. The procedure was aborted. The patient was transferred to the intensive care unit (ICU). The patient did not require any surgical intervention. The patient remains hospitalized and is expected to fully recover. In the physician's opinion, the event was likely related to wire perforation. It was further reported the patient was stable, did not require a drain, and was planned to be discharged the following day post index procedure. The physician stated the cardiac perforation was due to a wire perforation during the pfa portion of the procedure, not the laa closure procedure. This event was further reviewed and was determined to have been issued in error, therefore this complaint is withdrawn. It was further clarified the was not inserted into the patient before or during the event occurring. The faradrive had just been removed over a versacross wire, leaving only the versacross wire in the body when the blood pressure dropped and then the pe was noted.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was aborted. A concomitant pulse field ablation (pfa) with faradrive, and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. During sheath exchange to the watchman trusteer access system (was), the patient's blood pressure abruptly dropped to 39mmhg and became unreadable. Tee imaging revealed a new pericardial effusion (pe) on the left side that had not been present on prior ice imaging. A perforation was suspected in the laa. The patient subsequently developed pulseless electrical activity (pea), and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation (rosc) was achieved after approximately sixty (60) seconds of CPR. A pericardiocentesis was performed, and approximately 350cc of blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed for ongoing monitoring. The patient remained hemodynamically stable following intervention. The procedure was aborted. The patient was transferred to the intensive care unit (ICU). The patient did not require any surgical intervention. The patient remains hospitalized and is expected to fully recover. In the physician's opinion, the event was likely related to wire perforation. It was further reported the patient was stable, did not require a drain, and was planned to be discharged the following day post index procedure. The physician stated the cardiac perforation was due to a wire perforation during the pfa portion of the procedure, not the laa closure procedure.

Manufacturer narrative:
B5: information added. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. H6 evaluation method code updated from device not returned to device discarded.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was aborted. A concomitant pulse field ablation (pfa) with faradrive, and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. During sheath exchange to the watchman trusteer access system (was), the patients blood pressure abruptly dropped to 39mmhg and became unreadable. Tee imaging revealed a new pericardial effusion (pe) on the left side that had not been present on prior ice imaging. A perforation was suspected in the laa. The patient subsequently developed pulseless electrical activity (pea), and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation (rosc) was achieved after approximately sixty (60) seconds of CPR. A pericardiocentesis was performed, and approximately 350cc of blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed for ongoing monitoring. The patient remained hemodynamically stable following intervention. The procedure was aborted. The patient was transferred to the intensive care unit (ICU). The patient did not require any surgical intervention. The patient remains hospitalized and is expected to fully recover. In the physicians opinion, the event was likely related to wire perforation.